Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq (ciq) pump software did not accurately adjust the amount of insulin delivered. Reportedly, the pump delivered insulin based off the pump personal profile settings instead of based off the ciq settings. A pump reset was performed to address the event and the customer continued to use pump for insulin therapy. Customer's blood glucose was 63 mg/dl.